Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed. The pod arrived in pod state 15 delivering a total of 31 pulses, 21 of which were in first priming. The pod was reset, connected to an unused pdm, completed both priming sequences and programmed a 5u bolus successfully, the pod did replicate a single rotational sensor error. Inspection of the rotational sensor assembly found no damages or manufacturing defects that would contribute to the rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone12.8 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose increased to between 121 mg/dl and 180 mg/dl. The pod was not worn.